Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Doesnt absorb well so you pull dry cotton and it leaves some behind- vagina [foreign body in reproductive tract]. Cramping- menstrual [dysmenorrhoea]. Doesnt absorb well. Bleed through- l. Tampon [device ineffective]. Pull dry cotton and it leaves some behind [complication of device removal]. Case narrative: consumer reported via social media that the tampon doesn't absorb well and leaves some behind. No serious injury was reported.